Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 was showing up with every pocket as failed storage space not detected on bus. A field service engineer opened the hardware test application (hta) and confirmed that all pockets were recognized, popped all cubies and observed no operational issues, found medication foil packaging lodged between the cubie header and the cubie connectors, cleared the debris, replaced all cubies, and rebooted the station. The customer successfully recovered the previously failed drawer, and all cubies were recognized. The customer then successfully inventoried multiple pockets and reloaded medication without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer and all cubies failed. The customer confirmed that attempts to recover were unsuccessful, and no prompt screen appeared when attempting to recover the drawer or the cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.